Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion being treated was located in the mid left anterior descending (lad) artery. The lesion was predilated with a 2.00x15mm non-bsc balloon catheter to 16 atms. A 2.25x24mm promus element stent delivery system (sds) was then advanced to the lad and would not cross the lesion. The promus element stent was noted to be "standed out" and it was decided to remove the sds. A 2.25x26mm non-bsc sds was then advanced to the lad and successfully deployed at 12 atms leaving 0% residual stenosis. No patient complications were reported and the patient's status is stable. It was also reported that during this procedure the distal right coronary artery was treated with stent deployment leaving 0% residual stenosis.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Struts on row 1 and 2 were raised and misaligned. A visual and microscopic examination identified kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion being treated was located in the mid left anterior descending (lad) artery. The lesion was predilated with a 2.00x15mm non-bsc balloon catheter to 16 atms. A 2.25x24mm promus element stent delivery system (sds) was then advanced to the lad and would not cross the lesion. The promus element stent was noted to be "stranded out" and it was decided to remove the sds. A 2.25x26mm non-bsc sds was then advanced to the lad and successfully deployed at 12 atms leaving 0% residual stenosis. No patient complications were reported and the patient's status is stable. It was also reported that during this procedure the distal right coronary artery was treated with stent deployment leaving 0% residual stenosis.

Manufacturer narrative:
Device is a combination product. (B)(4).